Manufacturer narrative:
(B)(4).

Event description:
It was reported that low hv and pacing lead impedance were observed. The patient underwent device replacement, unrelated to the lead, and it is unknown if the lead was addressed at the time.